Manufacturer narrative:
Concomitant products: 407658 lead was implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.